Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Foreign material found at the forceps raiser area and distal end from what appears like insufficient cleaning, accumulated residue over time. Additionally, the evaluation revealed: water tightness was lost due leak from damaged channel-tube, worn out adhesives, light guide lens discoloration, left arm corrosion, the forceps channel port had a scratch, suction-cylinder had discoloration, switch 1 had a scratch, reduced knobs play, due to deterioration of braid of bending tube, tightness of the braid had become uneven, connecting tube had coating peeling and wrinkle, adhesive around objective lens had discoloration and the universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during annual maintenance of the evis exera ii duodenovideoscope, foreign material on the forceps elevator was observed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient cleaning, accumulating residues over time. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.